Event description:
During use for a pt; the pt gave message of rigor by his body action to the nurse under cyanosis. The nurse found this ht50-h suddenly did not work the ventilation because the nurse confirmed this ht50 worked normally 5 mins before the incident. Also; no alarm sounded; led of setting was lighted when the failure happened. Also, she did not hear the sound of the pump working ans she found the manometer was stopped. After that , the pt jury-rig ambu and switching another ventilator. The nurse tried to turn off and on many times, the failure could not be duplicated. After 20 mins from trying to turn off and on, the failure could not be duplicated and worked normally. When I visited the hosp, the failure could never be duplicated.